Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank black screen. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump was neither dropped nor bumped. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return. It was reported that nothing helped and the insulin pump was not starting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No blank display noted. However, device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform operating current, a21 error, self-test and displacement test due to missing segments or partial display.